Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified below the knee vessel. A 1.2mm x 15mm x 141cm fg coyote fc otw (emerge) balloon catheter was advanced for dilation and was initially inflated at 6 atmospheres for 10 seconds. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.